Event description:
Customer reported high blood glucose symptoms with result of 400 mg/dl obtained on the advantage system. Customer administered novolog and re- tested 100 mg/dl within 10 minutes of result of 400 mg/dl. Two days prior, customer reported high blood glucose symptoms with result of 500 mg/dl obtained on the advantage system. Customer administered novolog and re-tested 175 mg/dl within 10 minutes of result of 500 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.